Event description:
It was reported that: "pt has injuries sustained as a result of the implantation of a stryker rejuvenate hip replacement.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no add'l info is available at this time. If add'l info is rec'd it will be reported on a supplemental report.